Event description:
No new information.

Manufacturer narrative:
Additional information: h6. Correction: it was determined after receiving further clarification from the customer and the log files from the device, this event for this product was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event. The complaint was initiated to address the surgeon¿s inquiry about significant or paradoxical inflammatory responses to the delta plating system. The senior manager, raqa, responded that inflammatory reactions¿such as pain, swelling, and sometimes implant removal¿are reported in clinical literature for the delta system as well as comparable competitor devices, and that these adverse effects are noted as potentially clinically related rather than device related in the system¿s instructions for use. The investigation will be closed as inquiry.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that a patient with a delta plating system underwent a re-operation, where an inflammation was found in the dura and skull flap.